Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported she was hospitalized for high blood glucose on (B)(6) 2014. She stated she started feeling sick, with flu like symptoms. She was not drinking a lot. The sensor was not connected because it had fallen out right before the event. Customer was bolusing for high blood glucose, but it would not lower. She tried treating with insulin pens, but the insulin pens were old and had lost their potency. Customer went to the hospital and was admitted with diabetic ketoacidosis. Customer's blood glucose was 499 mg/dl when admitted. She was vomiting. She stated she also had some sort of infection, like pneumonia, but cannot recall if it was confirmed or not. Since the hospitalization, customer has not been using the insulin pump. Customer stated she changed to a shorter cannula right before the event, possibly causing the high blood glucose. Customer stated her sensors falling out. She was advised of proper insertion and tape methods. Customer's last blood glucose was 280 mg/dl.